Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft kink and break occurred. The physician was prepping the taxus express2 2.75x20mm drug eluting stent and while advancing it into the guide catheter, the shaft kinked and then broke in half. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.